Event description:
It was reported that the tip of an es2 cannulated modular tap sheared off intra-operatively. The tip was not able to be retrieved and was left in the patient. Surgery was successfully completed with a back up instrument and no delay.

Event description:
It was reported that the tip of an es2 cannulated modular tap sheared off intra-operatively. The tip was not able to be retrieved and was left in the patient. Surgery was successfully completed with a back up instrument and no delay.

Manufacturer narrative:
The device was returned for visual inspection, which indicates the tip has fractured at the chamfer between the third and fourth thread from the distal tip. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Upon correspondence with the sales representative, it was stated that an awl was not used and the screw hole was not prepared before tapping. Per the es2 surgical technique " it is recommended that the awl is used to create a pilot hole prior to tapping." (Page 16). It was also stated that the device has been used 120-150 times. This device was manufactured in 2012 and is in scope of a CAPA initiated in october 2015 to update the surgical technique to include the recommendation to use as awl prior to tapping, as indicated above as well as increase wall thickness. The most likely root cause of the reported event is that the device fractured due to repeated use and excessive loading applied to the tip, as an awl was not used prior to tapping, as indicated in the product labeling.